Event description:
It was reported that the left ventricular lead exhibited intermittent capture which caused over sensing. The device outputs were increased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.